Event description:
It was reported by dealer that the quadlink and hardware were damaged on the m51-cg power chair. Dealer states it appears the end user may have run into something. No further information provided.